Manufacturer narrative:
B5: upon follow up it was reported the patient experienced peritonitis. The patient reported the leak was coming from where "it connects to the catheter". The patient attempted to tighten the connection however it would not tighten. The patient stated they had to use their hand to hold the connection in place. It was reported the patient was hospitalized for the event (for 13 days). Treatment for the event was not reported. At the time of this report, the patient outcome and action with pd therapy were not reported. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) capd disconnect y-sets leaked at the connection point (not further clarified). This was observed during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.